Event description:
Reporter stated the patient experienced discrepancies of more than 200 mg/dl with the meter, exact values not provided. The compact plus system was returned for evaluation, and discrepant results were found in the history from the date of (B)(6) 2015: 473 mg/dl at 8:58 p.m. And 187 mg/dl at 9:00 p.m. It is unknown what lot of test strip was used, and no further details were provided. No adverse event was reported. The alleged product will be sent to the investigation unit.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.